Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the physician deployed the first flange, but the deployment was unusually stiff. Although the handle clicked as expected, the flange barely opened. In an attempt to resolve the issue, several maneuvers were performed, including opening the bridge, straightening the scope, and initiating a slight deployment of the second flange. It was suspected that the sleeve covering the stent may have only partially retracted during the deployment attempt. The stent was removed and was noted to be partially deployed. Therefore, the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0510 captures the reportable event of sheath difficult to retract.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0510 captures the reportable event of sheath difficult to retract. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the physician deployed the first flange, but the deployment was unusually stiff. Although the handle clicked as expected, the flange barely opened. In an attempt to resolve the issue, several maneuvers were performed, including opening the bridge, straightening the scope, and initiating a slight deployment of the second flange. It was suspected that the sleeve covering the stent may have only partially retracted during the deployment attempt. The stent was removed and was noted to be partially deployed. Therefore, the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.